Event description:
It was reported that the patient's right ventricular (rv) lead was abandoned and replaced due to a lead fracture as evidenced by no pacing capture, high impedance, undersensing, and the separation of the lead upon implantable pulse generator (ipg) removal from the pocket. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.